Event description:
Add'l inof rec'd from MFR 3/22/01: the voluntary medwatch report received indicates that the device was explanted; however, it also indicates that it is not available for evaluation. As of the date of this letter, the device has not been received. The implant duration was approximately 43 mos. The device was implanted in 1997 and explanted in 2000.

Event description:
ICD interrogation on 11/00 revealed a battery charge time of 36.88 seconds. The MFR recommended replacing any device whose charge time is 18 secs or greater. The pt underwent the change of automated internal cardiac defibrillator generator. The procedure was done under general endotracheal anesthesia.